Manufacturer narrative:
H3: analysis of product type lead product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2014: product type lead found broken/ fractured conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, lot# serial# (B)(4), implanted: (B)(6) 2014, product type lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 23-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that during a normal battery replacement they were unable to remove the lower lead from the header. Multiple attempts of screwing down the screw and loosening the screw were attempted. The screw was completely removed, but they were unsuccessful in removing the lead. The lead could be pulled out a little, but would always catch at the same location. They eventually had to break apart the header, pulled off all the plastic, and ended up breaking the metal block out of the plastic that held the screw.  There was a separation of the metal contact on the lead that was preventing them from removing the header. Once the lead was freed from the block, it was unable to be passed into the new ins, and the tail of the lead was cut off and they placed a port plug in the empty port on the new battery.  No symptoms reported in this event.